Event description:
It was reported that the patient ¿felt a shock when security put the wand on her.¿ since the incident, the patient had experienced pain at implant site regardless of whether the device was turned on or off. The patient also stated they had a cyst on their kidney. On (B)(6) 2014, the patient went to see the healthcare provider (hcp) who check her device and reprogrammed it. The device required reprogramming to use a ¿different end¿ of the lead because ¿there was damage to the lead.¿ following her hcp appoints on (B)(6) 2014, the patient¿s concerns were resolved. If any additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient fell to the ground when they were shocked when the security wand was used on them. Since that incident 2 months ago, the patient had been feeling pain in the area of the wire and around the battery. The patient¿s health care provider (hcp) told the patient to take tylenol and ibuprofen, and the patient couldn¿t take ibuprofen due to concerns for kidney failure. The patient only had 1 kidney and they had stones in it so they couldn¿t take tylenol. The ¿pca¿ moved the wire over through the machine, and the patient appeared to be referring to programming. The pain was so bad that the patient had to crawl out of bed and their hcp wouldn¿t give them a patch for pain relief. The hcp wouldn¿t help the patient and told them to turn the implant on and off. The patient couldn¿t drive and if there was no hcp in their city, the patient said then the manufacturer representative could come to their home and remove the implant. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006vr, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va006vr, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).